Event description:
It was reported that during an unknown procedure the stapler is passed on, the staples are mounted, it is assembled according to the manufacturer (power supply), the safety is removed and it does not fire, it is checked again and it does not fire. At the end the surgeon desists from its use and uses instead a titanium ligature clip with clamp. The surgical procedure was delayed 20 minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/24/2025. D4 batch # 445c60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received unfired with the one-piece sled not properly installed as it was received backward, this condition would not allow the device to fire. In addition, 11 double drivers missing and 2 missing staples a long the pockets. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device and reload. Although no conclusion could be reached on how the one-piece sled was incorrectly installed on the reload, it is possible that manipulation of the reload could have caused the sled to fall and in an attempt to install the sled, it was incorrectly placed on the reload. It is possible that the missing drivers and staples noted on the returned reload was due to improper handling of the reload. It is also possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 445c60, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9d51t, and no non-conformances were identified.